Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they have experienced high blood glucose levels. The patient's blood glucose at the time of incident was 545 mg/dl. The patient experienced lethargy and frequent urination as symptoms of his hyperglycemia. The patient attempted to treat with insulin pump therapy by administering several infusion set changes. Prior to the high blood glucose value, the customer recently began to take "dosepin" due to an ongoing infection in his legs. Additionally, the caller stated that the insulin pump buttons were hard to press. Troubleshooting was initiated for the customer's high blood glucose and to inspect the pump and its corresponding components for damage and functionality. No apparent anomalies or malfunctions were discovered on the pump, reservoir, infusion set, or insulin. The insulin pump passed the high pressure test. The insulin pump will be returned for analysis due to the keypad complaint.

Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.